Event description:
The port was accessed and on flushing, it was noted that there was significant swelling around the port site. On completing an x-ray, it was reported that the catheter had sheared inside the pt.